Event description:
It was reported that the device was to be replaced due to elective replacement indicator (eri), but the impedance trend on the right ventricular (rv) lead was abnormal. There was also oversensing. An x-ray image showed that the connector was not fully inserted into the header. The device was explanted and replaced. The shocking coils of the rv lead remain in use and a previously implanted pacing lead is being used in the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found weekly pace lead trend data shows various spike increases for minimum and maximum ventricular pace range of 728 to 1264 ohms between (B)(6)-2011 and (B)(6)-2013. (B)(4).